Event description:
It was reported that multiple occlusion alarms intermittently occurred. Customer changed pump supplies to address the issues. Additionally, a system check was performed by tandem technical support and some occlusion alarms were found to be within the cartridge. A cartridge change was performed resolving the occlusions. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.